Event description:
A 2.5 mm diameter x 24 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an om lesion. Vessel morphology was reported as tortuous and calcified. It is unknown if the lesion was pre-dilated. The endeavor drug-eluting stent delivery system was inserted to the lesion site; however, the balloon would not inflate. Upon removal of the delivery system, the stent hit the guide and the stent dislodged. The undeployed stent was located in the left main. The physician attempted to pull everything back into the guide and retrieve the stent; however, the stent went down a side branch of the femoral artery where it remains. Another manufacturer's stent was used to treat the lesion. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Other, secondary intervention).